Event description:
It was reported that the patient experienced an infection following an implant a few weeks earlier. The location of the patient's symptoms was at the ins. The healthcare provider was going in on (B)(6) 2012 to clean out pocket and evaluate situation. The healthcare provider wanted to preserve the lead and ins if possible. Additionally, it was noted that when the patient was seen one week postoperatively, there was dog hair on the battery site. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565-65 lot # v865957046 implanted (B)(6) 2012 explanted unknown; anchor model # 3550-39 lot # n310205 implanted (B)(6) 2012 explanted unknown; programmer model # 37754 lot # nku013302n; programmer model # 37744 lot # nkt017604n; accessory model # 3550-p4 lot # n313927 implanted (B)(6) 2012 explanted unknown.

Event description:
Additional information received reported that the patient underwent a surgical procedure on (B)(6), 2012 to clean out her two incision sites. She recovered well from that case and seemed to be clear of an infection. She was released by her hcp after a normal follow-up period, and had been using her stimulation unit normally since that time. On (B)(6) 2012 the patient called her hcp to report a new potential infection. The patient was seen on (B)(6) and lab results showed no new infection. The patient was released from the surgeon's care and planned to follow up with her pain management md.